Event description:
Customer did a blood glucose test and received a reading of "hi". Customer feels that meter has been reading high and that pt has been dosing medication based on device readings. Has had symptoms of nervous, sweaty and shaky. Customer would eat and feel better. Controls were run and they are in range. No treatment given. A request was made for the return of the suspect device and replacement product was sent.